Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user didn't have the access to the area. A technical support specialist advised the customer to do changes and add radiation area to get the access. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an issue in which the customer was not able to override the narcotic that was on the machine. The customer reported that while trying to override the narcotic, the medication didn't show up. The malfunction occurred while the user was trying to issue the medication to the patient. The customer reported there was no delay issuing medications since the user was able to issue medication to the patient during the alleged malfunction. There were no adverse events or injuries reported as a result of this incident.